Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they was doing priming of the insulin pump, but was stuck and not delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the back-up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.